Manufacturer narrative:
(B)(4). Sw 2.5b on the event date (B)(6) 2021. Customer returned pump for an alleged burn marks. Unit perform visual inspection and pump received with stained end cap sticker and cracked reservoir tube lip. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage stained end cap sticker and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was not compatible. No harm requiring medical intervention was reported. The customer will continue to use the pump.